Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached 25.3 mmol/l (455.9 mg/dl) and that the cannula was out of the skin. The patient was able to activate a new pod. The pod was worn longer than 48 hours on the back.